Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited a high capture threshold, undersensing and was found to be dislodged. The dislodgement was confirmed via x-ray. No intervention was performed and the patient was in stable condition.